Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported a patient on impella cp support for high-risk percutaneous coronary intervention. During impella explant, two percloses failed, ripping out a piece of the artery. The patient's activated clotting time (act) drifted down to below 150. The medical staff held manual pressure successfully and there were no additional access site complications. The patient survived.

Manufacturer narrative:
H6 health effect clinical code e2114 was erroneously entered on the initial manufacturer device report number and updated to the correct code e0511. The investigation was completed and no product was returned. Mechanical interaction with tissue: the cause for dissection would be use since perclose failed because perclose failed x2 ripping out a piece of the artery. A device history review was completed and passed all post sterile inspection checks.